Manufacturer narrative:
(B)(4). Any additional information received from customer will be included in a follow up report. (B)(4). A carefusion field service representative (fsr) went onsite to evaluate the device. The fsr determined that the gas delivery engine (gde) was defective. The gde was replaced and returned to the customer operating to manufacturer's specifications.

Event description:
The customer reported while using the avea ventilator, it is alarming circuit occlusion and ext high peak. There was no patient involvement associated with this event.

Manufacturer narrative:
Results of investigation: the carefusion failure service department inspected the unit and was unable to duplicate the reported issue. As a precautionary measure the transducer communications alarm (tca) was replaced.